Event description:
Hemodialysis catheter site noted by rn to have some blood drainage. A dressing change request was placed for vascular access service. The vascular rn saw the patient for a left internal jugular (ij) hemodialysis catheter change per order. Upon assessment, the left ij site dressing was covered in blood. When the dressing was removed, the site was clean, but blood drainage was noted to be originating from the blue/return port lumen, and a hole proximal and anterior to the lumen y-site. The primary rn identified the lumen breach as a crack, or longitudinal break in the catheter lumen. A sterile clamp was applied, and the ij hd catheter was removed. The catheter tip was sent for culture, thankfully no growth after two days.